Event description:
The customer reported that the op check test failed with a shock error. There was no pt involvement.

Manufacturer narrative:
(B)(4). The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.